Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification.

Event description:
In 2005, this patient was implanted with a gore excluder aaa endoprosthesis. In 2007, gore imaging services read films sent by the physician. The patient was identified with type ii endoleaks from lumbar arteries. Two months later, this patient underwent a reintervention. The physician performed a direct stick, placing coils within the aneurysm sac. No computed tomography scans were performed; therefore, it is unknown at this time if this reintervention resolved the endoleaks. The patient is scheduled for follow-up in one month.